Manufacturer narrative:
This report is being submitted as follow up no. 1 to provide the UDI, the expiration date, and the device manufacture date. A review of the device history record of the product code/lot# combination was conducted with no findings.

Manufacturer narrative:
Explanted date: device was not explanted. The actual device was not returned for evaluation. The investigation is currently ongoing. A follow up report will be submitted once the investigation is complete.

Event description:
The user facility reported that an 8fr angio-seal vip device was used on left common femoral artery. The doctor explained that the skin tented while pulling the carrier tube by the device cap at approximately a 35 degree angle until tactile sensation experienced. A growing hematoma was noticed immediately and compression was held while the contralateral access site was closed with the angio-seal. (Bilateral access for the coronary cto attempt.) A hematoma was expressed and distal pulses of the affected limb were strong immediately post cath. A femostop was then deployed, and the patient was sent to intensive care unit for recovery. Followed patient to ICU for four hours post procedure. The rn in ICU, on three separate occasions reported to the territory manager that the patient was doing well, and soft around the access site and once the femostop was removed; there was no hematoma present with strong distal pulses (3 plus). Blood loss was reported to be less than 250cc's. The patient was stable however, the patient experienced nausea while femostop was in place. Additional information was received on 6/26/2018. Hemostasis was achieved using the femstop. A pre-deployment angiogram was performed.

Manufacturer narrative:
The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. With no device return the exact cause of the reported event cannot be definitively determined based on the available information.